Manufacturer narrative:
The instrument data files have been requested to investigate this event. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500. There was no report of injury due to this event.

Manufacturer narrative:
The requested data files are not available, therefore the investigation for this event is not possible. The customer stated that they were provided with a new instrument.